Event description:
The customer reported his blood glucose reached between 250 to 285 mg/dl less than 36 hours after the pod was activated. Upon removal he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.